Manufacturer narrative:
The product was evaluated by a zoll approved business partner. The customer's report was duplicated and attributed to the electrode pads. A replacement set of pads was sent to the customer to remedy the report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the associated defibrillator was unable to detect these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.